Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices and four photographs. Each photo shows a reload with the jaws open. Visual inspection noted that each instruments firing knobs were fully retracted, and the articulation levers were in the neutral position. Each instrument was successfully loaded with a single use loading unit. Each instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the rectum during a laparoscopy-assisted distal gastrectomy, the surgeon was able to press the green button but the stapler did not fire. It was also stated that the proximal part of the reload showed that the staple had pre-fired. It was confirmed that three handles and four reloads had the same malfunction during the same event. Another handle and reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the rectum during a laparoscopy-assisted distal gastrectomy, the stapler did not fire. It was also stated that the proximal part of the reload showed that the staple had pre-fired. Another handle and reload was used to complete the case. There was no patient injury.